Event description:
The pt was admitted to the hospital on (B)(6) 2010 with pneumonia. The pneumonia cleared up. The pt was still hospitalized due to overdose symptoms; the pt was lethargic, sleeping too much, and wasn't eating. The pt acted like a typical pt that was being overdosed with medication. The pt's primary healthcare provider (hcp) indicated that the pt had a similar situation back in may regarding an overdose (see MFR's report #6000030201004826). The hcp wanted the pump to be turned down. The hospital and family were unaware of any recent refills or changes to the prescription. The pt's status was noted to be "serious." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior cuff, and anterior needle were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed a link break at the posterior cuff during plunger retraction. A link break while retracting the needle plunger directly resulted in a failure to retrieve the suture and could appear very similar a cuff miss. During testing, a proxy plunger was inserted and retracted successfully without any resistance. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A sheath was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).